Event description:
It was reported that the pen ndl 32g 4mm 100ct intl roche attached to the "lantus" pen wouldn't deliver the full amount of insulin during use. The following information was provided by the initial reporter: "patient has lantus insuline pen since she changed from bd 4 mm to accu-fine she has several issues not possible to reaease all the insulin needles get clogged up quite often"

Manufacturer narrative:
H.6. Investigation summary no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm 100ct intl roche attached to the "lantus" pen wouldn't deliver the full amount of insulin during use. The following information was provided by the initial reporter: "patient has lantus insulin pen since she changed from bd 4 mm to accu-fine she has several issues not possible to release all the insulin needles get clogged up quite often".